Event description:
Customer reported that while pipetting an hbc plate on summit, it was reported that bubbles were observed in row e of the microwell plate, and no error was generated. No death or serious injury was associated with this incident.